Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient manipulation of the lead through the skin (i.e., twiddler's syndrome) was confirmed with imaging.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that the patient had decreasing amplitudes. Imaging was performed which indicated that the electrode had been twiddled back into the device pocket which resulted in the change in morphology. The patient did not receive any inappropriate shocks due to this. Subsequently, an explant procedure was performed to replace the electrode. No additional adverse events were reported.